Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer was not inserting the needle far enough into the cartridge. A clinical support specialist educated the customer on the proper cartridge load technique and customer was able to successfully resume insulin delivery. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.